Manufacturer narrative:
(B)(4). Batch # m52z6k. Additional information: what was the disease state and reason for the procedure? --- no information. What was the reason for procedural change: ilea j-pouch-anal canal anastomosis (iaca) to an ileal j-pouch-anal anastomosis (iaa)? --- because the suture was performed to complete the case, since the device (cs40g) could not be fired. Was the rectum taken in one or two firings? --- no information. What were the tissue characteristics? --- no information.

Manufacturer narrative:
(B)(4). Batch # m52z6k. Incomplete firing cycle the analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with only 10 staples present, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an iaca, the staples were unformed. The device was used on the rectum. No pieces fell into the patient. Then, the procedure was changed to iaa. There were no adverse consequences to the patient.